Event description:
Alcon constellation lxt machine stopped working during the case with a system fault. The surgeon said they had just pulled the instruments out of the eye when this happened. The infusion line was immediately clamped. The surgeon requested to have the old alcon machine brought into the room and to remove the constellation machine. This was done and the case was completed without any harm to the patient. This could have been very dangerous if the machine had suddenly stopped working while the instruments were in the eye. Machine sent to biomed. Alcon repaired the machine: reported a "red stop sign: fault 1012" and to repair it "replaced supervisor pcb with part number 212-2948-502s". The machine was placed back in service after check out to meet alcon specifications.====================== manufacturer response for vitrectomy machine, constellation (per site reporter)======================sent service technician to repair device.